Event description:
The customer reported that the system will not boot.

Manufacturer narrative:
The ge service rep removed and replaced the defective sram card. He verified that the c-arm boot-up without any error.